Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experiencing low blood glucose. Blood glucose value was 43 mg/dl at the time of incident. The customer was treated with food. The customer was not assisted with troubleshooting for low blood glucose. The device will not be returned for analysis.